Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the door latch error and reproduced it as a door not fully latched alarm, and found that the force required to secure the door is above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump experienced a door latch error. There was no pt involvement.